Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The date of the event is an approximation. The patient reported experiencing an episode of diabetic ketoacidosis (dka) in (B)(6), during which her a1c was 11 mmol/l. She declined to provide any additional details regarding the event. It was unclear what allegation, if any, was being made against dexcom or what device malfunction may have caused or contributed to the occurrence. At the time of reporting, the patient stated she was fine. No further information was available or documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.